Event description:
As reported by the user facility "during insertion of catheter", crna felt "lost of resistance at 12 cm, therefore, catheter was advanced, during insertion some resistance was felt, so the catheter was rotated". The catheter was removed, and noted the distal "4mm" of the tip was not attached, "it broke off at the tip near the first set of holes." CT scan performed on the pt, not seen. Add'l info provided by the user facility indicated the fragmented piece of catheter could not be seen in the epidural space upon CT. The pt suffered no adverse sequela associated with this incident. There are no plans to remove the catheter fragment at this time. The remaining catheter is being returned for eval.

Manufacturer narrative:
The actual sample in the incident was returned to the MFR to be evaluated. One used catheter was returned. The catheter length measured approx 990 mm. The catheter tip had been fractured and was not returned. The fracture was angular in appearance indicating that it occurred when the catheter was withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle, because of possible danger of shearing." The sample and all available info has been forwarded to the MFR b. Braun for further eval.